Event description:
It was reported that the pt experienced a change in therapy that started a few months ago. The pt had dyskinesia on their left side (specifically their left hand) when the neurostimulator was on. Impedance measurements showed <250 ohms on electrodes 0 and 2. High impedances (>2000 ohms) were also seen on some of the unipolar electrode pairs. The pt was programmed with electrodes 0 and 3. X-rays were taken and showed no broken wires. Add'l info was requested. See MFR report # 3004209178-2010-10707.

Manufacturer narrative:
(B)(4).